Event description:
My phone broke, I was forced to purchase a newer model, the model (B)(6) is not compatible for dexcom and I have complained to them, kept telling me that FDA is holding them back. I don't really think so, I am deaf and I was able to depend on the dexcom app to alert me when my bg is high/low etc. Now without this, I am forced to use dexcom receiver, and now, my family are not able to track my bg. FDA safety report ID# (B)(4).